Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose was 27 mmol/l at the time of incident. The customer was treated for high blood glucose with insulin pump. The insulin pump was not in auto mode. The insulin pump will not be returned for analysis.